Event description:
A user facility reported an intraocular lens (iol) was exchanged for a different power iol. Add'l info was received from the clinical director, who reported there was nothing wrong with the lens and the pt just needed a different power than what was implanted. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary: product eval: the lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history record could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Add'l info was requested on 08/19/2011 by fax, phone and mail. A completed questionaire was received on 08/22/2011. (B)(4).